Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jul-2017) is considered to be a best estimate. This emdr represents the 3dmax mesh (device 2). An additional supplemental emdr was submitted to represent the 3dmax mesh (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: on (B)(6) 2017 - patient was diagnosed with bilateral pantaloons hernia thereby underwent laparoscopic repair with implant of 3dmax mesh (device 1 and 2). Per op notes, "the left then the right lower quadrants peritoneum were divided. Adhesions from incarcerated left/sigmoid colon was noted. A 3dmax mesh (device 1) was placed on the left groin and secured to the fascia with sutures. A 3dmax mesh (device 2) was placed on the right groin and secured to the fascia with sutures. All three defects the direct, indirect and femoral defects were covered." On (B)(6) 2020 - patient was diagnosed with bilateral recurrent inguinal hernias and adhesions between both old meshes and cords thereby underwent robotic laparoscopic assisted repair with implant of 3dmax mesh (device 3 and 4). Per op notes, "the left then the right lower quadrants peritoneum were divided. Adhesions from previous bilateral inguinal herniorrhaphy was noted. Extensive lysis of adhesions between the old meshes (device 1 and 2) and the cords bilaterally was performed. A 3dmax mesh (device 3) was placed on the left groin and secured to the fascia with sutures. A 3dmax mesh (device 4) was placed on the right groin and secured to the fascia with sutures. All three defects the direct, indirect and femoral defects were covered."